Manufacturer narrative:
10-jan-2018 product investigation results: reporter returned product on 10-jan-2018. Product confirmed to be counterfeit.

Event description:
Brush head started to wobble in all directions / brush shot out of its white holder during brushing / brush shot towards throat and felt the metal pin land in cheek / pin vibrated out of its housing [device breakage] brush began to vibrate uncontrollably and became looser [device physical property issue] no adverse event [no adverse event] product counterfeit [product counterfeit] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported spontaneously via e-mail on 01-dec-2017 that he/she had problems with oral-b power oral care refills crossaction for an oral-b rechargeable toothbrush, version unknown. The consumer provided a picture of a broken toothbrush heads. No symptoms were reported. Relevant history: none reported. No further information was provided. 05-dec-2017 received consumer's follow-up e-mail: the consumer reported that after the brush head started to wobble in all directions, the brush shot out of its white holder during brushing. The brush shot toward his/her throat and he/she felt the metal pin land in his/her cheek; the consumer described that the (attachment) pin vibrated out of its housing for unknown reasons. The consumer then replaced the first brush with a new one, but after brushing a few times, also that one began to vibrate uncontrollably and became looser. The consumer stated that he/she suspected that the brush could disengage from the casing, so he/she also had to replace that one early. The consumer reported that the recently replaced third brush head had started to get looser in the meantime. For many years, the consumer had used an electric toothbrush daily and he/she replaced the brushes at least every three months until recently without problems. No further information was provided. 06-dec-2017 received consumer's follow-up e-mail: the consumer reported that he/she had 3 toothbrush heads with problems, and a fourth brush head had also started to have the same problems; all four of these brush heads were in his/her possession. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head started to wobble in all directions / brush shot out of its white holder during brushing / brush shot towards throat and felt the metal pin land in cheek / pin vibrated out of its housing [device breakage] brush began to vibrate uncontrollably and became looser [device physical property issue] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported spontaneously via e-mail on 01-dec-2017 that he/she had problems with oral-b power oral care refills crossaction for an oral-b rechargeable toothbrush, version unknown. The consumer provided a picture of a broken toothbrush heads. No symptoms were reported. Relevant history: none reported. No further information was provided. On 05-dec-2017 received consumer's follow-up e-mail: the consumer reported that after the brush head started to wobble in all directions, the brush shot out of its white holder during brushing. The brush shot toward his/her throat and he/she felt the metal pin land in his/her cheek; the consumer described that the (attachment) pin vibrated out of its housing for unknown reasons. The consumer then replaced the first brush with a new one, but after brushing a few times, also that one began to vibrate uncontrollably and became looser. The consumer stated that he/she suspected that the brush could disengage from the casing, so he/she also had to replace that one early. The consumer reported that the recently replaced third brush head had started to get looser in the meantime. For many years, the consumer had used an electric toothbrush daily and he/she replaced the brushes at least every three months until recently without problems. No further information was provided. On 06-dec-2017 received consumer's follow-up e-mail: the consumer reported that he/she had 3 toothbrush heads with problems, and a fourth brush head had also started to have the same problems; all four of these brush heads were in his/her possession. No further information was provided.